Event description:
It was reported that the balloon failed to deflate. The target lesion was located in the heavily calcified distal left anterior descending artery (lad). A 10mmx2.75mm wolverine cb mr, ous was selected for percutaneous transluminal coronary angioplasty (ptca). After the first inflation of the balloon, the deflation did not happen in the expected amount of time. The balloon was removed from the vessel considering patient safety. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the balloon failed to deflate. The target lesion was located in the heavily calcified distal left anterior descending artery (lad). A 10mmx2.75mm wolverine cb mr, ous was selected for percutaneous transluminal coronary angioplasty (ptca). After the first inflation of the balloon, the deflation did not happen in the expected amount of time. The balloon was removed from the vessel considering patient safety. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination revealed that there are no issues identified with the hypotube. Visual inspection noted that there was contrast media in the inflation lumen and no other issues were identified. A detailed microscopic examination of the balloon material identified no issues with the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A microscopic examination of the proximal and distal markerbands identified no damage. No issues identified with the tip profile. The device was attached to an inflation device for functional testing; the balloon inflated without any issues and then deflated in 20 seconds without any issues. No device issues were identified during returned product analysis.